Event description:
The customer reports that during puncture the needle hub broke off.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle and lidstock for evaluation. Signs-of-use were observed on the hub. Visual examination revealed that the needle hub was broken. Microscopic examination confirmed the cracks and stress marks in the needle hub body. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit informs the user informs the user, "introducer needle may be used in the standard manner as alternative to catheter/needle assembly." Additionally, "using the two-piece arrow advancer , advance spring wire guide through guide wire introducer needle or catheter into vein. Advance spring-wire guide to required depth. Advancement of "j" tip may require a gentle rotating motion". The reported complaint of a damaged needle hub was confirmed by complaint investigation. The portion of the returned needle hub was broken and had separated from the rest of the assembly. A device history record review was performed, and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during puncture the needle hub broke off.